Event description:
Patient reported that one of her pumps kept beeping and had occlusion error message. Pt checked for kink, blockage, closed clamp. Pump was still beeping. Pt then switched to back up pump and was able to continue the infusion fine. Malfunction pump serial number (B)(6). Malfunction occurred today, (B)(6) 2024. No further information, details or dates reported or provided. Dose and frequency: reconstitute contents of vial with 5ml diluent and mill cassette as directed. Infuse continuously per physician orders. Allow for priming volume. Dose range: 1-150 ng per kg per min. Did the reported product fault occurred while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we[MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes, if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.